Event description:
It was reported that patient underwent total knee arthroplasty on (B) (6) 2010. Subsequently, a revision procedure was performed on (B) (6) 2010, due to an issue with the locking bar. The locking bar was removed and replaced.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2010 due to an issue with the locking bar. The locking bar was removed and replaced.

Manufacturer narrative:
Examination of returned device was inconclusive. Dimensional analysis found the component was within design specifications.current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.(B) (4)

Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet on (B)(6) 2010 with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and the attached user facility report are for the same patient, part number and event.(B)(4)